Event description:
During a surgical procedure in the operating room, the ronin x6 headlight was used. Two surgeons wore headlights throughout the approximately two-hour surgery. Upon completion of the procedure, it was observed that the patient's abdomen--specifically the area exposed outside the sterile drape--appeared discolored and showed signs of small blistering. A consultation with the plastic surgery team was conducted, and they confirmed that the affected area sustained a burn injury. Patient was a 13-month-old child. Bio engineering tested every ronin headlight that we have onsite. Nothing was found to be wrong with the headlights. Peak intensity: 350,000 lux adjustable spot diameter: 5.6" to 1.5" at 18" working distance runtime: 5+ hours (extended battery), 2.5 hours (standard battery) weight: 6.2 oz luminaire wireless design with haptic, audible, and visual battery indicators.